Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter perforated the left atrial appendage. The patient developed a cardiac tamponade. The case was aborted while the patient was under general anesthesia. An emergency thoracotomy was performed and the left atrial appendage was repaired. During the thoracotomy, the patient experienced three episodes of ventricular fibrillation (vf). The patient was able to recover in the intensive care unit (ICU). The patient¿s hospitalization was extended for recovery. No further patient complications have been reported as a result of this event.